Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope caught fire during a difficult case, catastrophic damage to distal tip, thermal damage 2 cm from tip (too hot to touch initially). The issue occurred during the procedure. There were no reports of patient harm.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, h2, h3, h4, h6, h11. The device was returned to olympus for inspection and confirmed the customer¿s allegation. The investigation identified that the reported issue was due to the plastic distal- end cover has a burn. Additionally, the investigation found that: due to burn on distal end, the insulation resistance value at distal end does not meet the standard value, due to burn on light guide (lg) bundle, illumination is uneven, due to damage on objective lens, the specified resolving power is not obtained, due to burn on objective lens, the specified resolving power is not obtained and the light guide (lg) lens has a burn. Based on the results of the investigation, it is most likely that the probable causes could be due to possible that high-energy instruments (such as high-frequency instruments) were used without ensuring sufficient distance from the tip. However, the root cause of the reported event could not be identified/determined. The reportable event is detectable and preventable by handling device in accordance with the following instruction for use (IFU). -instructions evis exera iii bronchovideoscope olympus bf-1th190 operation manual chapter 3 preparation and inspection 3.3 inspection of the endoscope -chapter 4 operation 4.3 using endo therapy accessories should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.